Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
This report summarizes 108 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power - moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-77 years of age and between 20 and 290 pounds. Of the reported patients, 29 were male, 71 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: of the 108 allegations of a malfunction, 65 pumps were returned to animas and investigated. Of the investigated pumps, 62 were found to be malfunctioning due to moisture ingress.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 2 instances of power - moisture ingress failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
In quarter 4 of 2018, there were 11 instances of power - moisture ingress failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.